Event description:
Perfecto concentrator allegedly as per dealer, ac wire end plug when inserted into outlet, there was a spark and it arced causing black burn marks on the prongs and receptacle. Ths occurred at the dealers location. Dealer was asked where it was plugged into and what condition the wall plug or extension cord. No reply was given. Unit returned to invacare (B)(6) for inspection. Inspection found ac plug slightly damaged from spark arc and burn mark visible. Power cord checked no sign of any cuts breaks or wear. No melting or burning signs no burn smell found. Testing found unit to be functioning normal. Unit went through normal testing and set up procedures with no failures. Ac power cord needs to be replaced.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5po2, serial number/date (B)(4) is approximately 10 months old. The owner's manual part number 1143482 rev e (nov-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The dealer called stating that when they plugged in the irc5po2 concentrator the plug allegedly sparked / arced and caused a black burn mark on the prongs and on the receptacle. There was no end user involvement with this incident. Incident took place at the dealer location. The unit was returned to invacare canada for an inspection. Their investigation found that the ac plug end was slightly damaged from the spark / arc and a burn mark was visible. The power cord was checked and no sign of any cuts, breaks or wear. The internal inspection found no damage to the unit. No signs of melting or burning and no burn smell. Testing found the unit to be functioning normally. The unit went through normal testing and set up procedures with no failures. The ac power cord needs to be replaced on the unit.